Event description:
It was reported that following the implantation of a miniarc sling, the patient continued to have stress incontinence, "utilizing about 2 pads per day". The sling was removed with "probably only the miniarc anchor being left in the patient's left obturator". The physician then performed a "cysto" and noted that the patient's mid-urethral area tissue "appeared to be very thin". Another sling was tried, not used due to the urethral area tissue. No further patient complications were reported in relation to this event.